Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Mfg site name - freudenberg medical. Investigation results: a visual examination of the returned complaint device noted that the clip assembly was deployed and was jammed onto the bushing. The clip prongs were not locked into the capsule and the over sheath assembly was not returned with the device. A kink was noticed in the control wire. This failure occurred outside the patient and is likely due to handling of the device without direct patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip deployed prematurely. The procedure was completed with another resolution clip device.   There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.   Investigation results showed that clip assembly jammed onto the bushing; therefore, this is now an MDR reportable event.